Manufacturer narrative:
Manufacturer was not able to further the investigation due to insufficient information was provided on the medwatch report. The catalog and lot number provided do not match any product that is manufactured & distributed by kurin. Furthermore, the user facility did not provide the complaint unit to the manufacturer for investigation. [MDR mw5093161 (B)(4)].

Event description:
Rubber needle stopper failed in draw hub between bottle fills, causing blood to spray. Blood draw was terminated to prevent further bleeding through faulty draw system. Event reoccurred on second draw. This was reported through a voluntary event report submitted to the FDA by the user facility; report # mw5093161.